Manufacturer narrative:
The hill-rom tech found the head casters were worn and the foot brake pads need adjusting. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the head brake caster and adjusted the foot brake pads to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).